Event description:
Per the info provided to MFR by the physician's office, the device was removed due to "scrotal infection/erosion." As reported, the entire device was removed and replaced. 6/12/97- as reported in the operative notes, the physician surgeon said.. "Cultures were taken of this (the pump) area but no pus was seen. Again, cultures were taken of the reservoir area. No pus was seen but cultures were taken from these (the cylinders and rear tip extenders) areas."